Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the left distractor of the vertebral body distractor would not work during a procedure on (B)(6) 2013. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: additional evaluation was conducted. The report indicates the investigation has shown that one retainer arm has separated from the retainer because the dowel pin has fallen out and a spring of one adjustable wheel is missing. Review of the manufacturing documents revealed that the present instrument was manufactured according to the specifications. No manufacturing related conditions were found. In addition the macroscopic examination has shown that the pin was sufficiently secured with two spot welds. Manufacturing is not a cause for this event. Device was used for treatment, not diagnosis.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.